Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the cuff of the tracheostomy tube, while being tested during pre-test, the cuff inflates asymmetrically. There was no patient involvement reported.